Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump's battery felt hot to touch. The patient indicated that he had gotten a replace battery alarm that day and one a few days earlier. Upon removing the battery, the patient noticed corrosion in the battery compartment and the battery tip was corroded. In addition, the patient claimed that the battery was hot although the pump was not hot to touch. The patient also claimed that his finger was burned slightly when he removed the battery. The patient administered self-care by applying antibiotic cream to the finger. He stated that his finger was now fine. He did not report the need to seek or receive medical treatment because of the alleged issue. The threading in the pump's battery compartment and battery cap were intact. The patient denied that the pump's casing was cracked. The patient denied that the pump suffered any trauma although it was exposed to pool water. The anm representative involved in this contact noted that the pump's battery compartment had possible moisture. The patient also indicated that the pump's battery cap had never been replaced. The alleged issue was unresolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he burned his finger as a result of having a pump battery that was allegedly hot to touch.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the battery was not returned with the pump. The complaint regarding the battery overheating could not be duplicated. The battery compartment is cracked and corrosion is visible inside. The pump cover was removed to inspect for further evidence of moisture damage, none was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No overheating or alarms were duplicated during testing. Pump electrical current draws were tested and found to be within specifications.